Event description:
Customer reported to the hospital with hyperglycemia after experiencing a pump occlusion alarm. Despite the blood glucose level reaching 414 mg/dl, there was no adverse impact on her long-term health as no permanent damage occurred. The emergency service assisted in resuming insulin on the pump and replaced the infusion set and cartridge. Intravenous fluids and insulin were administered, effectively resolving the issue. Customer was discharged later the same day and educated on preventing future occlusion alarms and no further information was available.